Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the sr8 randomly shuts down on battery power was confirmed. The root cause is the internal battery failed. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(4)) evaluation was confirmed (reference: MDR number 3006260740- 2019-01468).

Event description:
Per PICC team - the scanner is not holding a charge/abrupt shut off.